Manufacturer narrative:
(B)(4). Batch # n53n8f. The component damage observed during analysis would explain the damaged performance of the articulation mechanism. It can't be determined what caused this damaged. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: the procedure date was reported as (B)(6) 2016. Did you mean (B)(6) 2016? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open to release the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product?

Event description:
It was reported that during a sleeve gastrectomy procedure, the device locked out and would not open; even after using the reverse button and override. The case was completed using another device of the same product code. There were no patient consequences reported.